Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies found. Concomitant product: 694958 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed endocarditis/infection from an unknown source. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.